Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had a return of patient symptoms. The patient had experienced more pain than usual. At the patient's last two refill sessions, they aspirated more medication than there should have been. The patient stated that there was about "a week's worth of medication". The actual residual volume was greater than the expected residual volume. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.